Event description:
It was reported to medtronic minimed that the customer experienced no com pump to xmtr. The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reports being unable to pair transmitter with pump. Pump and transmitter would not pair after troubleshooting no harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed self-test. Unit communicated properly with glucose sensor simulator and the guardian link transmitter. No communication anomaly noted. The correct test sg value was displayed on the sensor glucose graph screen. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection fading serial number label and cracked case at battery tube side. Unit was not confirmed for no communication between pump and transmitter anomalies. Unit passed all required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.0